Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 10/16/2023 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis synergy simplicity intraocular lens (iol) was explanted from the patient right eye during secondary surgery due to vision disturbances and halos. Directions for use were followed. There was no incision enlargement, no sutures and vitrectomy was not required. The dfr00v lens was replaced with dib00 lens. Patient was fully recovered. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.